Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient's altered level of consciousness and confusion. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The patient had a good result with one mitraclip reducing mr grade to 1. The following day, on (B)(6) 2018, the patient had an altered level of consciousness with confusion. The patient had no pre-existing neurological issues. An allergy to new medication was ruled out as a cause. No treatment has been provided as the source could not be identified. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.